Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Upon opening the 65mm right femoral, it was determined that the box actually contained a left femoral. The procedure was completed using another right femoral that was on hand. No patient injury or delay in surgery was experienced.

Manufacturer narrative:
Evaluation of returned device confirmed reported condition. This component came from a lot of one unit, so no other units were incorrectly packaged in this way. This report submitted october 21, 2010.